Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that insulin was leaking at the luer lock connection, the infusion tubing luer lock came disconnected from the cartridge. No adverse event was reported. The infusion set was requested to be returned for product evaluation.